Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The pump was unable to test pump communication with blood glucose meter, bolus wizard feature, bolus history anomaly or perform the perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to button anomaly. The pump had a cracked reservoir tube, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 441 mg/dl. The customer treated with a manual bolus. The customer stated that she was unable to clear the alarm. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.